Manufacturer narrative:
Continuation of d10: product type: irrigation pump; product ID afr-00005 (serial: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient experienced a protracted heart block during pulsed field ablation (pfa) near the bottom of the left inferior pulmonary vein (lipv). It was noted that the coronary sinus was being paced, however the patient had sustained ventricular asystole. The patient required ventricular rescue pacing due to sustained ventricular asystole, and transcutaneous pacing was initiated. The physician was advised to place the catheter into the left ventricular (lv) lead to pace the ventricle directly. Glycopyrrolate was administered, and conduction was restored after several minutes. The patient remained in junctional rhythm for most of the remainder of the case. Additionally, the irrigation pump spontaneously initiated the prep sequence while the catheter was in use in the left atrium. The sequence was stopped, the catheter was flushed, and the case continued without further issues. The case was completed. No further patient complications have been reported as a result of this event.